Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Event description:
It was reported to vyaire medical that the avea ventilator has high fraction of inspired oxygen (fio2) during set-up prior to patient use.

Manufacturer narrative:
Result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and upon arrival, est (extended systems test) was performed. It was found that the o2 sensor failed the calibration. As a resolution, the o2 sensor was replaced. The est was retest including all compliance and leak test, and the o2 sensor now passed. Fio2 (fraction of inspired oxygen) was also performed and it passed the ovp (operational verification procedure) as per avea service manual.